Event description:
It was reported that during a hemorrhoidopexy procedure, the device delivered an incomplete staple line. Hand sutured to complete the case. No further information is available. There was no pt consequence.

Manufacturer narrative:
H4,6: information anticipated, but unavailable at this time.